Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer had air bubbles in their reservoir. The customer stated the air bubbles were not present after changing their infusion set. However, customer stated if they tap their insulin pump, the air bubbles will appear. Customer also reported the air bubbles were large in size. Customer's blood glucose was 153 mg/dl. Troubleshooting could not be completed as the customer did not have the air bubbles anomaly at the time of the call. It was also found the customer did not have any leaks on their insulin pump. Customer also reported their drive support cap was recessed and the insulin pump was unable to rewind on its own. No additional information provided.